Event description:
A falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.

Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center (ccc) to report a falsely elevated total human chorionic gonadotropin (total hcg) result obtained on a patient sample on an advia centaur xpt instrument. Quality controls (qc) were recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and verified dispense of all aspirate and reagent probes. The cse checked dark count with and without cuvettes and cleaned dirty sample/ancillary tray. The cse replaced sample syringe and ran controls in repetitions of 10 without any outlier. Then, the cse ran negative patient pool 15 times without any outlier and performed total service call. The cause of the falsely elevated total hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00200 on 12-jul-2022. Additional information (21-jul-2022): siemens further investigated the issue and concluded that a sampling issue, which was resolved by replacement of the sample syringe, potentially contributed to the falsely elevated total human chorionic gonadotropin result. The instrument is performing according to specifications. No further evaluation of this device is required.